Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 237.6 mg/dl. The customer reported that the insulin pump was exposed to salt water. The customer also reported that there was fluid under the display of the insulin pump. The customer also reported damage to the bottom left hand corner of the screen of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.